Event description:
It was reported that a patient presented with chest pain. It was noted that the atrial and right ventricular (rv) lead perforated and the patient had an effusion. The effusion was drained with echo and ultrasound guided access. The physician elected to explant and replace both the atrial and rv leads. The patient was stable following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within product specification.